Event description:
A partially open surgery on the thoracic and lumbar spine for open revision of l2-s1 fusion, decompression with tlif l1-l2 & l5-s1, and mis/open extension of fusion to t10 and pelvis, with intended placement of 20 pedicle screws bilateral for fixation , was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0 during the procedure the surgeon: with the patient in prone position, exposed the lower lumbar region from t2-pelvis, and removed all hardware from l2-s1 and decompressed l1-l2. Attached the navigation reference array on the spinous process of vertebra l4. Acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed mapped out their incisions with the navigated pointer and made the incisions planned the trajectories of the screws with a navigated non-brainlab drill, and created the pilot holes in the pedicles at the same time in the following order: t10 right & left, t11 right & left, t12 right & left, l1 right & left. Placed the navigated pointer in the pathways to check the accuracy. Placed the screws with the navigated non-brainlab screwdriver in the same order as before (beginning with right t10). Acquired 2d fluoroscopic images to verify screw placements and determined that right t10 was not placed according to trajectory, deviating from the intended position by 3mm at the entry and 8mm at the target. Removed the right t10 screw and replaced it to its correct position using the aid of navigation. Continued the surgery with navigation, placing screws from l2-s2ai and placing interbodies in the l1-l2 and l5-s1 disc spaces. Completed the surgery successfully as intended and closed the patient. According to the surgeon: the deviation of 1 of the 22 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placements, despite an increased risk to harm a critical structure due to the deviating placements, nor was there any harm due to the prolonged anesthesia of 1-30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): the deviation of 1 of the 22 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placements, despite an increased risk to harm a critical structure due to the deviating placements, nor was there any harm due to the prolonged anesthesia of 1-30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws at right t10 (laterally 3mm at entry and 8mm at target) was: a relative movement of the anatomy during the surgery between the vertebra operated on (t10) and the vertebra/bone where the navigation reference array was affixed (l4 spinous process) due to a non-rigid connection of these and forces applied to the spine. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. In this case, a relative movement of the anatomy is observed which allowed for a lateral starting point with the screwdriver. The screw entered the rib joint and traveled along the margin of the bone causing the angular deviation. Screenshot collected by the software displays a similar deviation to observed. The user may have detected the deviation and tried to correct it with the screwdriver within the bone, thus shifting the anatomy to display the instrument correctly on the expected trajectory. However, due to the multi-level nature of the case the anatomical shift due to instrument manipulation cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Apparently, the resulting deviation of the registered preoperative patient image displayed by the navigation and the actual patient anatomy was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the procedure, specifically during screw placement at right t10. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.